Event description:
An endurant iis bifurcate stent grafts system and endoanchors were implanted in the endovascular treatment of a aaa as part of the hercules post market clinical study. Approximately 5 weeks post index procedure, the patient was admitted with lower abdominal pain and constipation. The patient was also noted to be experiencing delirium. The patient had a CT scan the following day which showed a non-enhancement of the lower and mid poles of the right kidney in keeping with an acute infarction. There was a perinephric inflammatory stranding which was said to be likely the cause of the patients symptoms. Abrupt filling defect in the distal hilar aspect of the more lateral branch of the right renal artery is consistent with arterial infarct. Minor infarct seen on the left upper pole of the left kidney. It is reported that approximately 5 months later the patient passed away. The cause of death is unknown. The death was assessed by the medical monitor to be possibly related to the stent graft , not related to the endoanchors, not related to the index procedure , not related to the stent graft deployment and possibly related to the aneurysm. The death was assessed by the site as not related to the stent graft, endoanchors, index procedure, stent graft deployment or aneurysm.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1620c124e, serial/lot#: (B)(6), ubd: 20-feb-2026, UDI#: (B)(4), product ID: etlw1616c124e, serial/lot#: (B)(6), ubd: 14-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received : it was reported the patients wife had called to cancel appointments and then reported the patients death. There are no details available about the death and it is unknown whether it took place in a hospital or at home. The information regarding the lower abdominal pain, constipation , delirium and kidney infraction were reported in error and did not occur in this patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.